Manufacturer narrative:
The analyzer's serial number is (B)(4). The field service representative adjusted the gear pump, main pump, and the external probe rinsing and the rinse mechanism volumes, which appeared to resolve the issue. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient on a cobas c 503 analytical unit. The patient's glucose result on a glucometer, at the same time the laboratory's sample was drawn, was 115 mg/dl. The type of glucometer was not provided. The initial result on the analyzer was 155 mg/dl. The sample was repeated on another module, and the result was 124 mg/dl. The sample was repeated on the same analyzer as the initial result, and the result was 116 mg/dl. The sample was repeated because the initial result did not match the glucometer's result. The repeated result was believed to be correct. It was not specified which repeated result was correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.